Event description:
Boston scientific rec'd information that this right atrial lead exhibited episodes of noise and was believed to be fractured. Pauses in pacing of greater than 4 seconds were also observed. Under fluoroscopy, damage was noted on all of this pt's leads at around the same areas. The pt had fallen earlier in the year and had a syncopal event, which may have caused the lead damage. The lead was surgically abandoned. To date, there have been no adverse pt effects reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.